Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced a transmitter battery issue. The transmitter reportedly failed after 1-30 days of use. On (B)(6) 2026, the patient began feeling thirsty and suspected hyperglycemia. When he checked the dexcom app, it indicated that the transmitter was not working and prompted him to replace it. The patient stated that he attempted to change ¿it¿ multiple times (unclear whether referring to the transmitter or sensor) but continued to receive the same error message. Due to the ongoing device error, the patient¿s wife called 911. During transport to the hospital, bloodwork was performed, though the patient could not recall the blood glucose value obtained. At the time of the report, the patient remained hospitalized and was receiving insulin treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2026, the patient began feeling thirsty and suspected hyperglycemia." H2 correction

Event description:
On 02/19/2026, the patient began feeling thirsty and suspected hyperglycemia.